Event description:
It was reported by the customer that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. At the time of discovery there was no patient involvement, no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that blood was inside the device. Blood detect tubing, valve assembly, safety disk and reservoir assembly need to be replaced.

Manufacturer narrative:
E1 - event site postal code: (B)(6)upon completion of the investigation into this event a follow up report will be submitted.